Event description:
Event description cpi received information that this porous lead was removed from service. During a routine replacement of an implantable pulse generator (ipg) this lead was found to be fractured. The lead and ipg were replaced.